Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported an insulin leak was noted around the reservoir compartment but customer does not see any crack on the insulin pump casing or reservoir threads. Customer's blood glucose was unknown. The leak was on the device compartment. Customer will call back to troubleshoot. Currently customer was at doctor's office. No further information reported.